Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification number was not provided by the complainant. Myosure hysteroscope according to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. (B)(4).

Event description:
It was reported the physician attempted to perform a myosure procedure for uterine tissue removal and the fluid deficit rose to 800 ml using the myosure hysteroscope. The physician then performed a laparoscopy and visualized "a small perforation on the right upper cornu of the uterus". The procedure was aborted. There was no fluid in the patient's uterus. The patient was discharged home.